Event description:
It was reported that the device's needle from the cannula was exposed and the safety cap was half way down the needle. No patient injury was reported.

Manufacturer narrative:
No product was returned, unable to confirm customers concerns. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07551 is no longer considered reportable, please disregard any MDR reports associated with it.